Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Device requested, not yet received.

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to pain. The head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. During the evaluation, scratches on the device were noted. A conclusive root cause of the event could not be determined.